Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Additional information was requested, and the following was obtained: what was the surgical procedure? As per the notes, it was a lung resection. Was device used on pulmonary artery, vein, or branch? As per the notes, it was on the pv and pa. What was the approximate compressed width of vessel? Can it be confirmed that the entire width of compressed vessel was proximal to cut line and there was no extraneous tissue within jaws distal to cut line? I asked about this and he wasn't sure but regardless of the staple line it oozed on both sides. Does the surgeon routinely wait 15 seconds prior to firing? Yes. How was post-op bleeding identified? Per my notes, it was identified during their routine post op scope. Was a blood transfusion required? Yes. Please confirm how clip was placed. Was it thoracoscopically?

Event description:
It was reported that during a lung resection after firing a pvs stapler, peri op and post op it showed on both sides of the vessel a little bit of arterial bleeding on either a pulmonary vessel or pulmonary artery. When they scoped the patient post op and again saw that bleeding again, they used a hema clip.